Event description:
It was reported that since the night prior to the report, the patient was not getting stimulation for her right leg. She was still getting it for her left leg. She had tried adjusting stimulation but could not find a program or group that will allow stimulation for the right leg. The issue came on suddenly and there was no known accident or incident. The patient also had difficulty recharging as she wasn¿t getting good coupling. There was swelling at the implant site and the top of the implant was sticking out. The patient stated that the implant could go out of its pocket and then pop back into place. Additional information about any interventions and the outcome has been requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 74002, lot# n463437, implanted: (B)(6) 2014, product type: adapter. Product ID: 3998, lot# l98602, implanted: (B)(6) 2001, product type: lead. (B)(4).